Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a heart catheterization. Reportedly, after the clip was deployed, the device met resistance during removal. The device was able to be pulled from the anatomy with having to use the access ports for assistance. Upon removal, the clip was found at the distal end of the sheath and a piece of metal was folded back on the end of the clip delivery tube. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
It was reported that during the procedure, a jostent graftmaster otw stent graft was used to successfully seal a perforation in the right coronary artery that was not caused by an abbott device. The ease of the device was reported as excellent. The patient expired in the intensive care unit. The reported cause of death is an arrhythmia. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the device to be clip deployed with the clip captured in the distal end of the sheath. The sheath was damaged, consistent with shaft carving with the damage originating at the proximal end of the sheath. The delivery tube garage leaves were bent and the vessel locator was retracted in the distal end of the delivery tube with damaged vessel locator wings (vlw) visible. There was no detected handle damage and the device was not in the access port retracted state. All observations confirm the reported event except for the non-use of the access ports to facilitate device removal. Internal component inspection found the support tube/block assembly proximally displaced toward the proximal end of the handle. All other components were in their proper post clip deployed positions. There was no detected component damage. Inspection of the vessel locator assembly detected two broken vlw and two bent vlw. All vlw material was returned and all vlw attachment points were secure within the vessel locator assembly. Inspection of the flex guide detected proximal end carving. The detected flex-guide carving and resulting device component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger is first deployed and the thumb advancer is distally advanced. This results in the support tube/block assembly not completing the deployment, exposing the garage tube leaves allowing the garage tube leaves to carve into the flex guide and sheath, damaging the garage tube leaves in the process. The carved sheath likely elongated capturing the deployed clip in the distal end. The damaged vlw are consistent with difficult device removal complaints without the use of the access ports. The carved condition of the device also indicated likely deployment against resistance. Based on the investigation findings, there was no detected manufacturing or quality issue and the root cause for the reported event is user error. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Per the instructions for use, if resistance is encountered during device removal, do not advance or withdraw the starclose se device until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided as this may lead to significant vessel damage and/or breakage of the device. To assist with the removal, the access ports are to be used to release the locking mechanism on the thumb advancer. The probable root cause for the bent and broken locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them with forceful removal. Damaged locator wings and stretched sheath could interfere with the clip deployment and device removal.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.